Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported customer had 3 incidents of needle breakage. It was stated there was no injury but a risk of clasbi infection (which has not occurred as of yet). This report addresses the second incident.